Event description:
This is an adverse event recorded on a (B)(4) as part of the u.s. (B)(4) patient registry. Subject was enrolled in the registry having a barrett's esophagus containing pathology that was indefinite for dysplasia. Circumferential ablation was performed. Three months later, the patient was noted to have an esophageal stricture. The stricture was dilated endoscopically on four occasions and upon the last visit, was noted to be resolved. Per the physician, the adverse event severity was moderate, the relationship to the ablation device was definite, and there was no device malfunction.